Event description:
"Occluder feet of a twist clamp of transfer set were broken and leakage from the silicon tubing. The transfer set was in use for 120 days." There was no pt injury or medical intervention reported.